Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with corneal infiltrates in the right eye, at the one week postoperative visit. No change in medications. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).